Manufacturer narrative:
The reported event was confirmed - manufacturing related. Visual inspection noted one two-way foley catheter was received. Attempted to inflate the catheter's balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked out of the eyelets indicating lumen to lumen leakage. The balloon was dissected to find that the inflation notch perforated both lumens. This fails to meet specification stating cuts, perforations in the lumens are not allowed, the inflation and eyes perforation must not penetrate the drain lumen and must be properly formed. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be punch depth too large. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
It was reported that water leaked from the catheter balloon during pretest. It was stated that there was no balloon rupture or tear.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the catheter balloon during pretest. It was stated that there was no balloon rupture or tear.